Manufacturer narrative:
No parts are expected to be returned for evaluation. A review of the DHR indicates there were no ncrs of deviations associated with the reported problem.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (42-60 mg/dl) and glucose pills were consumed to address the bg level. The customer reported that per a healthcare provider (hcp), the carbohydrate ratio pump setting needed to be adjusted. Once the setting was confirmed with the hcp, the customer was to adjust it on the pump.